Manufacturer narrative:
The device was returned to the manufacturer for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was conducted in accordance with established service and test procedures. Gas-delivery accuracy, monitoring performance, and all other functional checks were confirmed to be within specification. A review of the device's log file corroborated the reported dose fluctuations. The recorded data showed variability of approximately ±5 ppm around the target dose of 20ppm. Dose fluctuations occurring when the device is used in conjunction with the bunnell lifepulse jet ventilator are known to arise under low total volumetric flow conditions, depending on ventilator settings and patient characteristics. This failure mode has been previously identified by the manufacturer and is being addressed as part of an ongoing field correction and removal reported to the FDA.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, dose fluctuations were observed. The device was being used in conjunction with a bunnell lifepulse jet ventilator (model 203/204). Hospital staff elected to widen the high and low no alarm limits and continued therapy using the same device. No patient harm or lasting adverse effects were reported. Ventilator mode and settings: bunnell lifepulse jet ventilator 203/204: pip 30, rate 320, I-time 0.026, servo pressure 2.3-2.6, peep +10, back-up rate 5.